Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The rep stated that they were meeting with the patient to do a physician mode reset (pmr) because they thought the implantable neurostimulator (ins) was in over discharge. The patient claimed that this was not the first time that the ins became over discharged. It was noted that the over discharge occurred around (B)(6) 2017. The rep stated that they will attempt to charge the battery and pull it out of over discharge. Additional information received from the rep indicated that they performed a pmr, and a power on reset (por) message was seen. They stated that the patient refuses to continue charging and is requesting explant. No further complications or patient symptoms were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that no further actions were taken to resolve the over discharged battery. They added that the patient refused further actions to be taken because they were frustrated with the length of time required to charge. The rep is unsure if explant has been scheduled as of yet. No further complications were reported or anticipated.